Event description:
This event is reportable based on the product analysis approved in 2007. It was reported that during a percutaneous coronary intervention (pci) drug-eluting stenting treatment procedure, the stent was unable to cross the lesion. The 70% stenotic lesion was located in the moderately tortuous and severely calcified left circumflex artery. The physician advanced the 3.50x32mm taxus liberte drug-eluting stent to the lesion but was unable to cross. Significant resistance was met during advancement. There were no patient complications. The procedure was successfully completed with another 3.50x32mm taxus liberte drug-eluting stent. Patient status is reported as "good." However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual and microscopic examination of the returned device revealed distal stent damage. Some of the stent struts were raised. Distal stent damage is consistent with the device meeting some form of restriction during insertion. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and/or applying excessive force during withdrawal can potentially result in device damage. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.